Manufacturer narrative:
Investigation summary: eight injector samples were returned to our quality engineer for investigation, two still attached to a 3ml syringe. All product was visually inspected, no defects were identified. A device history review was performed for lot 1805115, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes a series of inspections throughout the manufacturing process, including positive pressure testing which ensures the quality of the seal. A review of inspection records for this lot found results to be within specification. Functional testing was performed on the injectors and 3ml syringes that were returned, including pressure testing, and no leaks were identified. Based on the available information we are not able to determine a root cause at this time. It is important to note that the performance of the sealing membrane is reduced after multiple perforations and extended activation time. It is important to follow the instructions for use when using phaseal devices to ensure the product functions properly. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. No leak was found at the luer connection neither in the blue casing surrounding the needle of the samples received. Considering the conform results of the tests performed during the assembly processes included in DHR and the conform results of the tests performed using the samples received, the defect cannot be confirmed. The root cause couldn¿t be established. It is recommended to follow up properly the instructions for use from the product. Please note that the performance of the sealing membrane is reduced after multiple perforations and extended activation time. When injector is connected to the distal end of an infusion line for long term infusion, total activation time of injector in connector should not exceed 24 hours.

Event description:
It was reported that leakage occurred with a bd phaseal¿ injector luer lock n35. The following information was provided by the initial reporter, "material no: 515003 batch no: unknown it was reported that when the n35 and a 3ml syringe are attached, leakage is noticed at the luer connection. It was also reported that fluid has been noticed in the blue casing surrounding the needle. Event description per sales rep's email states, "I have a customer compliant for the phaseal product n35 and the n35 connection with the bd 3ml syringe." Follow up information states, "a rn says that when the n35 and the 3ml syringe are attached that she notices a leak at the luer connection. The pharmacy tech mentioned that he witnessed fluid in the blue casing surrounding the needle in the n35."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd phaseal¿ injector luer lock n35. The following information was provided by the initial reporter, "material no: 515003, batch no: unknown. It was reported that when the n35 and a 3ml syringe are attached, leakage is noticed a the luer connection. It was also reported that fluid has been noticed in the blue casing surrounding the needle. Event description per sales rep's email states, "I have a customer compliant foe the phaseal product n35 and the n35 connection with the bd 3ml syringe." Follow up information states, "a rn says that when the n35 and the 3ml syringe are attached that she notices a leak at the luer connection. The pharmacy tech mentioned that he witnessed fluid in the blue casing surrounding the needle in the n35."